Event description:
Caller reported potential false positive troponin I (tni) results using triage cardiac panel test vs. Vista instrument results. Patient arrived in ER and sample was drawn around midnight. Whole blood sample was run on three different triage meters. Sample was spun down and rerun on triage. Patient was admitted and redrawn. Sample run on vista instrument during several unspecified draws throughout the night. Patient was treated based on vista results; was not sent to the cath lab.

Manufacturer narrative:
No returned samples or product were received for testing. Testing was performed using retains from the lot listed in the complaint, negative troponin samples (va samples) and in house calibrators (positive and negative controls). Negative va samples were tested on triage and on access2. All testing met specifications; customer complaint of false positive results on triage were not confirmed. Product support could not confirm the customer's observations without return of patient sample. Manufacturing release records were reviewed and device lot performed within mfg qc specifications. No product deficiency established; corrective action is not required at this time.